Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a patient experienced a stroke 4 days after the implant. They also report experiencing atrial fibrillation and being treated with medication. The patient was instructed to contact the physician. There are no allegations against the product. The patient is happy with the therapy. The therapy support specialist says it is unknown if the stroke and atrial fibrillation is related to the device or procedure. No further information was provided.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket / 510(k) # p190006.

Event description:
It was reported that a patient experienced a stroke 4 days after the implant. They also report experiencing atrial fibrillation and being treated with medication. The patient was instructed to contact the physician. There are no allegations against the product. The patient is happy with therapy. No further information was provided.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, but it was confirmed the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of illness (general) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that a patient experienced a stroke 4 days after the implant. They also report experiencing atrial fibrillation and being treated with medication. The patient was instructed to contact the physician. There are no allegations against the product. The patient is happy with therapy. The therapy support specialist says it's unknown if the stroke and atrial fibrillation is related to the device or procedure. The patient does not know the names of the medication they took for the stroke and atrial fibrillation. No further information was provided.